Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in emergency room on (B)(6) 2019 with pocket erosion and infection associated to erosion. The patient¿s implantable cardioverter defibrillator was visible through a hole in the skin. Patient was admitted to hospital and given intravenous (IV) antibiotics. Device was explanted and patient remained in the hospital for a couple of days on IV antibiotics. Wound culture was sent to lab. Patient condition was stable.